Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the atrial lead exhibited high lead impendence. The lead had difficulty being revised and removed. The lead was not used. The lead was explanted and replaced successfully. The patient's condition post procedure was normal.